Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, g.1.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs two unlabeled devices, one device is broken and the other appears to be intact. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. The device has been explanted and replaced.